Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging the lifescan meter (possibly a onetouch ultra meter) was giving unspecified error messages. Reportedly, the patient had to prick his fingers multiple times to obtain a blood glucose reading. He eventually stopped testing due to the issues and subsequently developed described as "sweaty, dizzy, frequent urination, and shaky." The patient was not able to provide much detail about the incidents since the issue has been ongoing for the last few years. Reportedly, the patient had similarly lifescan meter over the years. During troubleshooting, the customer service representative was walk the customer through a successful test and ensured his technical was correct. This complaint is being reported because the patient allegedly had symptoms suggestive of acute complication of diabetes after the patient had issues with the reported error message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # k062195.